Manufacturer narrative:
No equipment was returned for evaluation. A correlation between the device and the reported elevated lactate dehydrogenase and stroke could not be conclusively determined. Evaluation of the submitted system controller log file, which contained data from (B)(6) 2017 revealed that the pump speed remained above the low speed limit for the duration of the log file. No atypical alarms were captured and the system appeared to be operating as intended. The patient remains on vad support and no further related events have been reported. Hemolysis and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 42 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was seen in the clinic on (B)(6) 2017 with lactate dehydrogenase (ldh) level elevation, approximately around the 500 u/l (baseline 269). The patient was admitted for further evaluation. The pump parameters and vital signs were reported to be stable. No unusual device hum on auscultation. Persantine was started. The elevated ldh was thought to be related to dehydration or possibly due to an ankle injury due to a fall. The ldh remained 500-724 u/l despite diuresis. The chest x-ray and CT scan were unremarkable. Echocardiogram showed that the aortic valve opens intermittently and no septal shift. The pump speed was increased to 9000 rpm. On (B)(6) 2017, the patient had left sided weakness. A head CT scan showed right middle cerebral artery (mca) infarction. The patient underwent intracranial stent placement under fluoroscopic guidance. Post stent deployment, it showed markedly improved intracranial flow via the right mca. On (B)(6) 2017, the patient was transferred to stepdown unit and inpatient rehabilitation was initiated. As of (B)(6) 2017, the patient¿s ldh level was near the baseline, plasma free hemoglobin was 1.4 mg/dl and with clear yellow urine output. The patient will be discharged to a rehabilitation center. The manufacturers technical services reported that the log file showed an increase in power and a significant increase in flow which was indicative of thrombus trajectory.